Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the display blank. No patient involvement reported.

Manufacturer narrative:
Resolution: there were no parts replaced.